Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.